Event description:
The lay user/patient contacted lifescan (lfs) in early 2009 and alleged that a onetouch ultrasmart meter was giving inaccurate high results. The medical affairs specialist (mas) spoke with the pt and verified the following info. The pt mentioned about receiving blood sugar results of 265 mg/dl, 230 mg/dl, 186 mg/dl, 146 mg/dl, and 177 mg/dl, which he thought were higher than expected. The day prior at around 7:00 pm, the pt tested his blood sugar on the alleged meter and received a result of 265 mg/dl. Therefore, he administered an additional 5 mg dosage of glipizide in addition to his normal dosage 500 mg metformin and 5 mg of glipizide. About 30 minutes later, he started feeling "shaky". He tested again and received a result of 285 mg/dl on the alleged meter. However, he was reportedly aware that his blood sugar was low; therefore, he ate something and administered some oral glucose and felt better. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the unit of measure was set correctly, and the sample was collected from an approved source. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly administered increased dosage of diabetes medication due to receiving higher than expected reading on the reported meter, and later reportedly experienced symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.